Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system delivered an inappropriate electrical shock that was believed to be caused by muscle noise. It was noted that the local representative was able to reproduce the noise by having the patient raise his left arm, but the patient was in bed and supine when received the shock. Reprogramming efforts have been made for now. Currently, this product remains in use and no additional adverse patient effects have been reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system delivered an inappropriate electrical shock that was believed to be caused by muscle noise. It was noted that the local representative was able to reproduce the noise by having the patient raise his left arm, but the patient was in bed and supine when received the shock. Reprogramming efforts have been made for now. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system delivered an inappropriate electrical shock that was believed to be caused by muscle noise. It was noted that the local representative was able to reproduce the noise by having the patient raise his left arm, but the patient was in bed and supine when received the shock. Reprogramming efforts have been made for now. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.